Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The caster and base were replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported that the front left caster broke the off unit. There was no report of patient involvement.